Event description:
Received email from rep alleging that the head section dislodged from the slider pivots which damaged the head section. According to rep a patient was on the bed when this occurred, but the patient was not injured. Received email from rep stating that he has given the hospital the part numbers and prices for the replacement parts, and he is awaiting their approval to purchase the parts before he places the order.